Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a low blood glucose level. The customer's blood glucose level 40 mg/dl and the sensor glucose level was 150 mg/dl. The customer stated that the blood glucose level was 100 points higher. The customer reported that there was difference between blood glucose level and sensor glucose level not within acceptable range. It was reported that the blood glucose levels were 250 mg/dl or 300 mg/dl, but the sensor was reading in 150 mg/dl. The customer declined troubleshoot for high and low blood glucose levels. The customer was advised to return the sensor. The insulin pump will not be returned for analysis.